Event description:
It was reported that a user stopped seeing glucose readings on the ilet paired with a dexcom g7 sensor after several days of normal operation, and the ilet displayed a pairing failed message. Symptoms included temporary loss of continuous glucose data display. Outcomes included restoration of glucose readings after troubleshooting. Investigation included guided troubleshooting to verify alarm status, reenter the sensor pairing code, and allow the ilet time to reconnect. Investigation of this case revealed that the loss of readings was due to a communication pairing failure between the ilet and the dexcom g7 sensor, which resolved after re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication issue leading to failed pairing that was corrected through re-pairing procedures.